Manufacturer narrative:
The reported event was not confirmed. Four photos were received for evaluation. The first photo shows a top view of a three-way catheter and syringe. The second photo shows the deflated balloon and tip. The next two photos show the catheter's cap nghw1724 and the tray's label myjr3059. Received 1 all silicone foley catheter with syringe. Visually inspected the catheter and no physical defects were present. Inflated the balloon with 10 ml of methylene blue solution (3 drops 1 percentage aqueous methylene blue per 100ml distilled water) with the returned syringe and it inflated properly, however it was observed asymmetrical balloon; 100:00 as compared. The returned syringe was connected and the balloon deflated passively in under 5 minutes with no issues or cuffing. No root cause could be found because the reported event was unconfirmed. The reported event is unconfirmed therefore, a DHR review is not required. The reported event is unconfirmed therefore a labeling review is not required. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was difficulty in draining sterilized water from foley catheter. Per follow up information received via ibc on 15oct2024, stated that patient involved but no injury to them. Per notification from ucc on 31jan2025 it was noted that asymmetrical balloon found during sample evaluation.

Event description:
It was reported that there was difficulty in draining sterilized water from foley catheter. Per follow up information received via ibc on (B)(6) 2024, stated that patient involved but no injury to them.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.